Event description:
The account stated that a falsely elevated architect afp result of 107.65 ng/ml was generated on a patient that usually runs around 2.5 ng/ml. The sample was repeated and a result of 2.5 ng/ml was generated. The result was not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.